Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that 120 patients underwent a procedure to treat a gynecologic malignancy and a drain was placed in the subcutaneous tissue. The drain continuously absorbed subcutaneous discharge in negative pressure and was withdrawn on postoperative day two. Post operatively, the incidence of wound separation was three out of 120 patients.